Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the insulin was squirting out. It was also reported that the drive support cap was sticking out. The customer's blood glucose was 500 mg/dl at the time of the incident. Customer was already on insulin pen. Customer declined troubleshooting for high blood glucose. The customer was advised the insulin pump will need to be replaced. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed operating current, unexpected restart error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner and cracked battery tube threads.